Event description:
It was reported that the patient experienced pain with multiple components of the existing inflatable penile prosthesis (ipp). The physician checked the patient for possible infections, edema or swelling that could lead to the pain but none were found. A replacement surgery was then performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. The explanted ipp was functioning appropriately upon explant. The patient was expected to fully recover following the procedure.

Event description:
It was reported that the patient experienced pain with multiple components of the existing inflatable penile prosthesis (ipp). The physician checked the patient for possible infections, edema or swelling that could lead to the pain but none were found. A replacement surgery was then performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. The explanted ipp was functioning appropriately upon explant. The patient was expected to fully recover following the procedure.

Manufacturer narrative:
B1, h2, h3, h6, h10 field change. Product analysis was unable to confirm the reported event related to pain with multiple components. The cylinders were visually inspected and functionally tested. Both cylinders had wear at folds that indicate possible buckling of the cylinders; no leaks were found. One of the cylinders had a large tear in the outer tube in cylinder body attributed to wear with avulsion and large broken fabric treads exhibiting bulging when inflated in proximal end of the cylinder body. The reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The pump was visually inspected and functionally tested. There was a leak at the pump strain relief kink resistant tubing cylinder junction that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported events related to pain with multiple components. However, product analysis concluded that identified the cylinder bulging was the most probable cause of the event, as inflating the cylinders can lead to the reported event. Based on the results of this investigation, no escalation is required.